Event description:
Report forwarded from becton dickinson states: the account said that over the last month they have been experiencing leaking with the lever lock cannulas that come packaged with the baxter secondary med sets. Leaking happens within the first 5 to 10 minutes of infusion. No pt. Injury reported.